Event description:
This is an international report of a leak was found coming from the patient line after priming. The home patient did not want to use it and requested to switch to a different lot. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for leak is not confirmed and the cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.